Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of vertebral compression fracture. It was reported that intra-op, ibt ruptured immediately upon inflation. Back-up product was used and procedure was completed. There were no patient symptoms or complications as a result of this event.